Event description:
Acidosis diabetic: a women reported that she was hospitalized in jan. Of 1995 for three days for dka when using novolin r (rdna) penfill insulin in a device, which she feels malfunctioned. On the day of the event her fasting bg level was elevated, so she took hourly injections of novolin r using the device. After 12 hours of elevated bg levels, she was admitted to the hosp. She stated that because the viewing window on the cartridge casing for the insulin cartridge was small, she did not detect a bubble that formed in the cartridge and feels that the bubble prevented the delivery of the insulin. Another reason she feels that the insulin was not delivered was because the pushbutton on the device felt like it had more pressure than usual. She does not remember doing a function check on the device nor does she remeber if she did an air shot before each injection, and she stated that she may have reused her disposable needle that day. After her discharge she switched to insulin syringes and no further problems were experienced. The women had used the device for two to three years prior to this event and stated that the device had malfunctioned twice before during that time, but she was able to correct it withiut experience any problems. The device in question has not been returned for testing and it has not been possible to contact the admitting physician.